Event description:
The surgery center reported that the plastic guard is coming off in the patient.

Manufacturer narrative:
Deroyal: the reported device has not been returned for evaluation at this time. Investigation into the root cause is in process.